Event description:
While straightening the curve of the pigtail catheter, the tip broke off outside the patient's body. This occurred during introduction of the catheter over the positioned guidewire.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.